Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, during valve inflation, the commander delivery system balloon ruptured - presumably on the sinotubular junction (stj) calcium. The rupture occurred during the last 2-3cc of inflation. The valve was stable in the annulus. The delivery system was pulled back into the sheath and removed without any difficulty. Valve was then post dilated with a 26mm true balloon. No leak. No other issues. Sheath was removed without any difficulty and vessel closed with perclose.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned, and no imagery was provided for evaluation. The returned device was evaluated, and the following was observed: longitudinal and radial burst. No missing material on balloon. Engineering was unable to perform functional testing as the complaint was confirmed through visual inspection. Dimensional testing was performed, and the following was observed: the inflation balloon single wall thickness was measured at the burst location and all measurements taken met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed upon visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on transcatheter heart valve delivery systems are subject to increased risk of burst in a calcified landing zone. As per reported information and provided imagery, the patient had sinotubular junction (stj) calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing performed further support that it is unlikely that a defect present in manufacturing contributed to the complaint. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.